Manufacturer narrative:
Concomitant products: product ID: 8780, lot#: hg3k0c506, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via implantable pump. The indications for use were intractable spasticity and cerebral palsy. A csf (cerebral spinal fluid) leak was reported. There were no known environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the patient was scheduled for surgery on (B)(6) 2021. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.